Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, reportedly an incomplete insertion during implantation surgery with 1 channel out of cochlea was observed, during explantation 1 channel was found out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The child suddenly stopped responding to sound with the device. There was no report of an accident or trauma. The recipient has been re-implanted. Per device explantation report, 1 channel was extra-cochlear at re-implantation surgery.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The child suddenly stopped responding to sound with the device. There was no report of an accident or trauma. The recipient has been re-implanted.